Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the c-arm movement was not happening. Review of the log files showed geo io box related issues. Upon troubleshooting, fse found that all the movements of the c arm were not possible. Fse identified, geo io box had been found as defective as there was no power supply to frontal stand unit from the geo io. To resolve the issue, fse replaced the geo io box. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that c-arm movement was not happening. No harm was reported to philips. Philips has started an investigation of this complaint.